Event description:
It was reported that the pump exhibited a "high pressure" error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log (ehl) showed multiple occurrences of "high pressure" alarm messages. The reported issue was not duplicated during functional testing of the device. However, fluid ingression was observed on the downstream occlusion sensor. This contamination was identified as a cause of the high pressure alarms that were observed in the ehl. The downstream occlusion sensor was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.